Manufacturer narrative:
(B)(4) - incorrect prep. The nc trek rx referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed via returned device analysis. The reported balloon rupture was likely due to an interaction with the calcified lesion. Based on the visual/functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the trek balloon was not soaked prior to use. It should be noted that the trek rx instructions for use (IFU) instructs the user to submerge the balloon in heparinized saline during preparation to activate the balloon coating. In this case, not soaking the balloon prior to use did not appear to have caused or contributed to the balloon rupture.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, 90% stenosed mid right coronary artery. Predilatation was being performed with the 1.5x12 mm mini trek balloon catheter; however, the balloon ruptured on the first inflation at 14 atmospheres for 2 seconds. An attempt was made to cross the lesion with an rx trek balloon; however, due to the heavy calcification it was unable to cross. A 2.5x12 mm nc trek balloon was then crossed to the lesion successfully. The balloon was inflated; however, the balloon ruptured on the first inflation at 10 atmospheres for 5 seconds. None of the balloon catheters were soaked prior to use. A xience was implanted successfully to treat the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.